Event description:
A male patient contacted lifecor customer support to report that he needed help downloading. He stated he was having trouble getting the battery pack into the monitor. The patient reported that the metal pins inside the monitor were bent. Support sent the patient a replacement monitor and replacement battery packs.

Manufacturer narrative:
Device manufacture device, monitor - 03/2007. Battery pack - 02/2007. Battery pack - 03/2007. Device evaluation summary: device evaluations of monitor, battery packs have been completed. The reported problem was confirmed. The monitor had a damaged battery connector. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned connector. The connector was repaired. The monitor was retested and then restocked. Battery packs both had damaged connectors. The root cause of the damage cannot be positively identified but appears to be the result of the battery packs being forced into a misaligned connector. The connectors were repaired. The battery packs were retested and then restocked. The damaged connectors on the monitor and battery packs were replaced. No adverse event resulted from the damaged monitor or battery packs. The patient received a replacement monitor and two replacement battery packs.